Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer had hyperglycemia and diabetes ketoacidosis. Customer stated that the device exposed to moisture and received open book image alarm. Blood glucose values was 150 mg/dl. Customer was visited emergency room and had manual injection/insulin pen. Troubleshooting was performed. Customer was using the insulin pump with the auto mode/smart guard feature active at time of high blood glucose event. Customer was using the insulin pump since past 48 hours of reported event. No further complications were reported. Customer was advised that the product will be replaced. The customer will discontinue the use of the device. The product will be returned for failure analysis.

Manufacturer narrative:
Retainer ring = black the customer was hospitalized for alleged diabetic ketoacidosis, critical device error (open book image) and exposed to moisture on (B)(6) 2022. Device was received with a critical device error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical device error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the electrical board force sensor and motor. No damage noted on electrical board. Successfully downloaded history files and traces using thump. Unable to perform carelink upload due to critical device error (open book image) alarm. Critical device error (open book image) alarm confirmed and was triggered by a device error 35 fatal alarm confirmed in the history files on (B)(6) 2022 at 22:10:23.000 due to moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched case, cracked case at the battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and scratched keypad overlay. Unable to perform the functional testing due to critical device error (open book image) alarm. Unable to confirm alleged diabetic ketoacidosis. Critical device error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and device error 35 alarm confirmed due to moisture damage on the force sensor. Exposed to moisture confirmed. Unable to upload carelink confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.